Event description:
The report from the affiliate indicated the pt was included in a clinical study. The report indicated that approx eight (8) months after the index procedure during the follow-up period, coronary angiography demonstrated a focal 83% restenosis inside the proximally implanted cypher stent. The restenosis was treated with a percutaneous coronary intervention (pci). A 3.75/10 mm cutting balloon was inflated to 14 atm. Ptca was conducted inflation time. The residual stenosis was 25% and the flow was reported to be timi 3. Ivus was not done. The pt was discharged in stable condition the next day. The physician's comment regarding the event was that the event was not related to the cypher stent. The index procedure was an elective case done from the femoral approach. The target lesion was reported to be the proximal right coronary artery (rca). The target lesion was reported to be: not de novo, an in-stent restenosis of a bare metal stent (bms), concentric, diffusely diseased, not a bifurcation lesion, not ostial, not calcified, tortuosity unk, lesion length unk, a 100% stenosis, and type c. The lesion was pre-dilated with a 1.5/15 mm balloon at 12 atm with an unkn inflation time. A cypher 3.0/28 mm stent was deployed at 20 atm for 31-60 sec at the proximal end of the first cypher in overlapping fashion. The stent was post-dialted with a 4.0/15 mm balloon at 20 atm with an unk inflation time. Ivus was not done. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 25%. Pre-procedure medications were: aspirin 81 mg/day, and ticlid 200 mg/day. Intra-procedure medications were: heparin 7,000 units, aspirin 81 mg/day, and ticlid 200 mg/day. Post-procedure medications were: aspirin 81 mg/day, and ticlid 200 mg/day.